Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that, following intraocular lens implant procedure, patient was not happy with clarity, experienced glare/halos. The lens was exchanged in secondary procedure two months following the initial implant. Clinical reason for the explant was given as "malfunctioning iol". Additional information was requested.

Manufacturer narrative:
On initial MDR the device code of 1426 was an error. It should have been 2993 on the original MDR. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. There is one other complaint in this lot. The manufacturer internal reference number is: (B)(4).